Manufacturer narrative:
Patient information was unavailable from the site. (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the screwdriver tip broke off in the screw upon insertion into iliac crest bone. There was no delay to the procedure. No impact on patient outcome. Additional information was received stating that the broken piece was irretrievable in screw. So it was not removed.